Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 349 mg/dl during the call. It was stated that the settings on the insulin pump were changed prior to the hospitalization, and the customer had been experiencing high blood glucose reading in the 300 mg/dl range since then. Nothing further was reported.